Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2021-01676, 1221359-2021-01677, 1221359-2021-01678, 1221359-2021-01680.

Event description:
The customer reported 5 false positive results with the ID now covid-19 assay at 5 different locations for five different lots (cumulative report) . This MFR. Report addresses lot 4 of 5. The customer reported a false positive result with the ID now covid-19 assay. The nasal sample was collected on (B)(6) 2021. Pcr confirmation testing (B)(6) on a nasal sample in viral transport media collected on (B)(6) 2021 generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m142740 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m142740 , test base part number 190-430 / lot m142740. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m142740 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination. Reference MFR.reports: 1221359-2021-01676, 1221359-2021-01677, 1221359-2021-01678, 1221359-2021-01680.